Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced a vibrate anomaly. Customer reports that insulin pump was set to vibrate but it stopped working even after changing batteries. Insulin pump began to beep instead. Customer reported that issue began about a month prior to call. Insulin pump did not vibrate during self-test. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was between 120 mg/dl and 130 mg/dl.

Manufacturer narrative:
The pump was unable to vibrate during the self-test due to a broken vibrator black wire. The pump passed the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.